Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.